Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2017 to report a problem while pumping this morning using her purely yours breast pump on battery power. After pumping was completed, she opened the battery compartment to remove the batteries and noticed dark, sticky fluid in the base of the battery compartment. Customer did not come in contact with the fluid therefore she did not get burned or injured in this event. She states the batteries looked intact and did not remove them. Customer was overnight shipped a replacement purely yours pump base.